Event description:
The surgeon implanted an aq2003v three piece silicone lens but the trailing haptic tore while it was being inserted. The lens was removed in pieces with no pt injury. The nurse indicated that it was unknown as to why the haptic tore. An msi-pm injector and an aq2.8s cartridge were used but the lot numbers were not provided by the facility.